Manufacturer narrative:
Likely allergic reaction to the hema in the desensitizer.

Event description:
According to dentist, the patient started whitening on friday night ((B)(6) 2016) and went to urgent care during the day on saturday ((B)(6) 2016), after waking up with very swollen lips and sensitive gums. Dentist did not know if she was prescribed anything by her general practitioner to help with the symptoms. Advised that patient discontinues use of the desensitiser indefinitely. Followed-up with dentist on (B)(6). Dentist reported that the patient completely returned to normal within 10 days, and she has since resumed whitening without use of the desensitizer with no further issues.